Event description:
Review of service data detected a reportable event. During servicing, there was a battery fault. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The cause of the battery fault is contamination on the pca board. The cause of the contamination is liquid ingress. The root source of the liquid ingress cannot be positively identified. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any issues.